Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there is foreign matter. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and there is a piece of plastic, round in shape, at the bottom of the syringe barrel. No other defects or imperfections were observed. This defect could occur if there was a misalignment when the plunger rod was being assembled to the syringe barrel inducing the damage and creating the piece of plastic found. A device history record review was completed for provided material number 309653, lot number 1112982. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the plunger rod assembly process was performed finding settings and alignment correct. The product flow was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "foreign matter."